Event description:
The customer reported that the sys displayed image quality problems.

Manufacturer narrative:
(B) (4). The ge service rep replaced the plug 62 wiring and monitor connection. The sys operates as intended.